Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative records which noted liner removed with some difficulty as the locking ring was disrupted . Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 00771100900, m/l stem, lot #: 61240955, exp: 6/30/2019. Item #: 00801803202, versys femoral head, lot #: 61283362, exp: 6/30/2019. Item #: 00631005032, longevity liner, lot #: 61281142. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02065, 0001822565-2019-03522, 0001822565-2019-03526.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. Subsequently, approximately six years post op the patient underwent a revision procedure due to pain, swelling, and elevated metal ions. During the revision procedure, black debris was noted around the head/neck junction and a nonfunctional locking ring made it difficult to remove the liner. Adverse local tissue reaction (altr) was noted and a small amount of purulent fluid was aspirated from the pseudocapsule, but a diagnosis of infection was not definitive. The head, liner, and locking ring were replaced without further complication. Additional information was requested however, none was available.